Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon was not refolded. No issues were noted with the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. During analysis, the device was connected to an inflation device and an attempt to inflate and deflate the balloon, identified a pinhole leak in the balloon material. The pinhole was located in the mid-body of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the mid right coronary artery. A 3.5x15 balloon catheter was used to pre-dilate the lesion. After, a 15/4.00 flextome® cutting balloon® was selected for use. When the balloon catheter was deflated and attempted to be removed, it was getting stuck in the mouth of the guide catheter and could not pull through. Negative pressure was applied multiple times and the balloon catheter was moved back and inflated the artery a little bit. Eventually, the balloon catheter was withdrawn within the guide catheter and was removed from the patient's body. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was previously reported that the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, this review was not a method performed as part of this complaint investigation.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the mid right coronary artery. A 3.5x15 balloon catheter was used to pre-dilate the lesion. After, a 15/4.00 flextome® cutting balloon® was selected for use. When the balloon catheter was deflated and attempted to be removed, it was getting stuck in the mouth of the guide catheter and could not pull through. Negative pressure was applied multiple times and the balloon catheter was moved back and inflated the artery a little bit. Eventually, the balloon catheter was withdrawn within the guide catheter and was removed from the patient's body. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the mid right coronary artery. A 3.5x15 balloon catheter was used to pre-dilate the lesion. After, a 15/4.00 flextome® cutting balloon® was selected for use. When the balloon catheter was deflated and attempted to be removed, it was getting stuck in the mouth of the guide catheter and could not pull through. Negative pressure was applied multiple times and the balloon catheter was moved back and inflated the artery a little bit. Eventually, the balloon catheter was withdrawn within the guide catheter and was removed from the patient's body. No patient complications were reported and the patients' status was fine.